Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The reason for call was pt reported that on (B)(6) 2021 they suddenly felt stimulation turn off and now reposition antenna displays on both the recharger and programmer when trying to sync to their implant. Pt confirmed they last charged their implant about 4 days ago. Pt also mentioned they feel like their device died or stopped working all together because about 5 months ago the battery started draining much quicker. Pt explained that they would charge to 100% and sometimes it would last a full day and sometimes the battery would deplete in about 4-6 hours. The patient was redirected to their healthcare provider to further address the issue.